Manufacturer narrative:
The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The device alarmed during self-test and pump unable to download to the carelink software due to faulty connector on radio frequency board. After it was replaced, pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump also uploaded properly on carelink and no history anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not displaying blood glucose levels correctly in the history. Blood glucose level at the time of the incident was not provided. During troubleshooting, the device continued to malfunction. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.